Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation for an atrial fibrillation procedure a faradrive steerable sheath was selected for use. During aspiration, an air bubble was observed on the irrigation tube after farawave insertion. The device was replaced and the procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis.